Event description:
The account reported cultures resulted to be strep bacteremia in (B)(6)2017. The patient was admitted for (B)(6)2017- (B)(6)2017. The patient was given IV antibiotics for 6 weeks and then continued on chronic oral suppression throughout the vad coordinator. The patient received a transplant on (B)(6)2019. The patient was discharged after transplant on (B)(6)2019. No further information was reported.

Manufacturer narrative:
Section b5: additional information.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient had the pump explanted due to persistent infection. Additional information was requested but not provided.

Manufacturer narrative:
Age or date of birth: correction. Ethnicity: correction. Description of event or problem: the (B)(6) 2017 admission for infection (streptococcus bacteremia) was previously deemed non-complaint as the source of the infection was reported as unknown, there was no indication of pump pocket or driveline infection. Device identification: additional information. Device evaluated by MFR: additional information. Manufacturer's investigation conclusion: no device-related issues were identified during evaluation of heartmate 3 lvas, (B)(4), and a direct cause for the patient¿s reported infection could not be conclusively determined through this evaluation. (B)(4) was returned assembled with the pump cable severed approximately 6 inches from the pump header. The remaining portion of the pump cable and the modular cable were not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The cuff lock was fully engaged, and the apical cuff was returned attached to the cuff lock. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have been present during pump support that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.